Event description:
During a pta/stenting treatment procedure, deployment difficulties were encountered. During advancement of the sentinol nitinol biliary stent delivery catheter, to the superficial femoral artery lesion site, the outer catheter to telescope over the inner catheter. As the physician attempted to pull the system back, the distal 2 cm of the stent deployed. The physician attempted to complete deployment of the stent at that location, but was unsuccessful. The physician tried again to remove the entire system resulting in elongation of the stent. Several attempts were made to remove the system or deploy the stent, but all were unsuccessful. The stent was finally deployed outside of the target lesion from the common femoral artery to the common iliac artery. Following deployment the stent was observed to be twisted and deformed. The procedure was unsuccessful. The pt was readmitted for surgery in 2004, four days after the initial stent placement procedure.